Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. Thirteen patient samples were analyzed in internal laboratories. Twelve samples showed false reactive results, while one sample was non-reactive. The root cause was attributed to sample-specific discrepancies, as the specificity of the elecsys hiv duo assay is less than 100%. The customer was advised to follow confirmatory testing algorithms, including western blot and hiv rna tests, and to assess results in conjunction with the patient¿s medical history and clinical findings.

Event description:
The initial reporter alleged an increase in false reactive results for patient samples tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. The customer provided results for 19 tests across 13 patient samples. Of these, 12 samples generated false reactive results, while 1 sample was non-reactive.